Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was reported her mother's interstim device hasn't been working. The patient family member stated patient was in the hcp's office regularly to have it "dialed up and dialed down" but it just doesn't work. The patient family member stated she wishes she would have never put her mother through it. Patient stated hasn't been working for 2 years. No further patient complications have been reported as a result of this event" in the event description. The patient indicators for use were gastrointestinal/pelvic floor.